Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 545 mg/dl and high ketones identified as life threatening by an hcp; cause was due to the customer letting the battery and cartridge deplete. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer experienced an acute kidney injury. The customer declined to provide further information regarding the event.